Manufacturer narrative:
The returned device was received for eval in 2 pieces. The thumb screw/locking device that secures the loose segment to the measuring device is broken off where the base of the thumb screw is welded to the segment and was not returned for eval. The weld around the bottom of the hole in the loose segment appears continuous with good adhesion and looks homogenous. There are numerous small black stains on the top surfaces of the measuring device. This measuring device is used with 950 mm reaming rods. In order to fit in the graphic case for reprocessing, it is made up of three segments that are connected together using a thumb screw and then the segments fold on top of one another pivoting around the thumb screw/locking device. A locking device is welded to the ends of segments two and three and the thumb screw is assembled to hold the assembly together. The thumb screw is loosened to allow the segments to rotate into position (either extended or collapsed) and then tightened to hold that position. The thumb screw must be loosened in order for the segments to rotate and if that is attempted while the thumb screw is locked, it creates excessive force on the weld. Prior complaints have noted that it appears that the user attempted to rotate the segments without loosening the thumb screw and the force used to rotate in this manner caused the weld to fail. Examination of the returned part shows evidence of the weld yielding prior to breakage. This is a clear indication that the thumb screw was not loosened as intended prior to rotating the segments and the force used to push the segment into the extended position broke the weld. When the thumb screw is loosened, that joint rotates freely as intended. The drawing was updated in march 2004 to remove the requirement to grind the weld flush to provide additional weld strength. The returned device was manufactured in april 2006, which is after that change. The device's design was evaluated and is adequate for its intended use. The design did not contribute to this complaint condition. The lot was manufactured and processed per specification requirements. There were no complaint-related anomalies.

Event description:
During a tfn hip fracture procedure, the sales consultant reports the remaining rod measuring device was opened and a piece of it broke off at the weld. The broken piece fell onto the floor and not in the pt. The surgeon was able to use the device. Procedure was completed with no further problems and no harm to the pt.